Event description:
The customer initially called to report that she was experiencing frequent no delivery alarms. The customer tried changing the infusion sets and even tried using different types of infusion sets, but the alarms continued. The customer then stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump alarmed no delivery during the manual prime. The customer removed the reservoir and was able to push on the reservoir plunger with no resistance. Advised the customer that the insulin pump should be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.